Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had gastrointestinal (gi) bleeding on (B)(6) 2015. A double balloon enteroscopy was performed on (B)(6) 2015. Two dieulafoy lesions were clipped and the patient was treated with octreotide and nexium. The gi bleed persisted after clipping, requiring the patient to be transferred to the intensive care unit. The patient had a prolonged hospitalization and was transfused with 25 units of packed red blood cells over the course of the event. It was noted that the event resolved on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 12 days.the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
The pump remains implanted in use as the patient is ongoing. A correlation between the device and the reported gi bleed could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.